Manufacturer narrative:
Examination of the returned products confirmed the complaint; longitudinal cracks in the nozzles were found next to the bushing of the syringe barrels. Evidence suggests the cracks occurred relatively late in the extrusion process when the cement viscosity was high. In a previous complaint, nozzle bend tests were performed when the bone cement was extruded late, with the cement almost hard and the cement exotherm had commenced. In those circumstances, when excessive force was applied, it was possible to produce a partially brittle fracture of the nozzle. However, even under those extreme (off-label) circumstances, the nozzle did not entirely break into two. Ductile yielding of the nozzle still occurred. A possible root cause of this complaint is a fracture initiated in the nozzle when the bone cement was extruded late. In these conditions, the cement viscosity would have been extremely high. If the cement viscosity is extremely high, trigger of the cement delivery gun would exert extremely high hoop stresses in the syringe barrel and nozzle. These stresses could cause eventual fracture of the cemvac components. The most probable explanation for the complaint, is that the cement was extruded late, when the cement viscosity was excessively high. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During the introduction of the cement into the femur and pressurisation the syringe cracked, which resulted in cement seeping out of the crack. During the second time around for cementing the same happened to another syringe. The result was positive but the operation was extended by 2 and a half hours.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.